Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 500mg/dl, with blurred vision, polyuria, shortness of breath, and chest pain, associated with an alleged power issue. Reportedly, the patient discontinued pump therapy, and was treated with phone advice and insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal rate had been adjusted by their healthcare provider. The yellow o-ring was visible on the battery cap, the battery compartment threads were stripped, and there was intermittent power. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.